Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.013 offset at the tips. This failure is typically associated with mishandling/misuse. In addition, the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.081 x 0.160. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported during a da vinci-assisted surgical procedure, the tips of the instrument were bent. The site used back-up resolve the issue. The procedure was completed with no reported injury.